Event description:
It was reported that the customer's pump was having issues with charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.